Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID: d224trk, implanted: (B)(6) 2011; product ID: 5076-52, implanted: (B)(6) 2011. (B)(4).

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately four months post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual analysis only was performed. It was noted in the analyst comments that the right ventricular leg of the lead was returned with the conductor cable missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.